Manufacturer narrative:
Investigation findings code was corrected from " 3221 - no findings available" to "213 - no device problem found".

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02798. Related manufacturer reference number: 3006705815-2023-02800. It was reported that the patient experienced ineffective therapy due to lead migration. Additionally, patient received the nearing end of life message on their ipg. As such, surgical intervention took place wherein the entire system was explanted to address the issues. Reportedly, therapy was confirmed post op.